Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 4 hours after placement of the device, the temperature reading allegedly disappeared from the display screen . As a result, the catheter was replaced in order to record the patient's temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 4 hours after placement of the device, the temperature reading allegedly disappeared from the display screen . As a result, the catheter was replaced in order to record the patient's temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 4 hours after placement of the device, the temperature reading allegedly disappeared from the display screen . Subsequently, the catheter was replaced in order to record the patient's temperature.

Manufacturer narrative:
Received only 3 way tsc catheter. The reported event was unconfirmed, as the problem could not be reproduced. Per visual inspection: inspected the exterior of the sample and did not find any evidence of a failure that would support the reported event. Per functional testing: inflated the returned catheter with 10cc of water and allowed to stabilize in a 36.69 deg c water bath. Measured the resistance across the thermistor plug and obtained a reading of 1367 ohms, the equivalent of 36.67 deg c. This product has a specified interchangeability of 0.2 deg c at 37.0 deg c. This sample is meet the interchangeability tolerance. Dissection and microscopic examination of the temperature wire did not find anything to contribute to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 4 hours after placement of the device, the temperature reading allegedly disappeared from the display screen . Subsequently, the catheter was replaced in order to record the patient's temperature.